Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of log files showed speed drops less than the low-speed limit between (B)(6) 2026. This type of behavior had been linked to potential issues with the percutaneous lead. The patient was stable. Per the site, however, after high power was seen, the patient was asked to be admitted. It was suggested to place the patient on battery power. In addition, the site reported that when the patient was lying down, they were sometimes getting jerky movements. Neurologists were consulted. A computed tomography (CT) brain was performed and found normal. Per the analysis of the returned percutaneous lead back in (B)(6) 2025, there was no damage found in the lead that would have caused the low-speed events, so the wire damage was likely internal. Also, it was noted that the repair was performed three inches from the exit site so another repair would not be possible. The patient was suggested to use batteries until further treatment. The patient was given option for registering for heart transplantation or pump exchange and was discharged from hospital. The patient decided to go back to (B)(6).